Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nephrectomy, the nurse set idrive and connected the reload and checked the jaws opening/closing with no problem. Then the nurse handed the device to the surgeon, with closed jaws, however the device did not react even though the surgeon pushed the every button. The physician re-inserted the battery and reset the device and the cartridge in question, the device reacted and the firing was completed with no problem. No harm was caused to the patient. The device is still in use at the facility and will not be returned.